Event description:
A twenty three month old pt with short gut syndrome was on chronic tpn via co's set. Device had a product defect which resulted in lack of tpn infusion overnight. This precipitated a blockage of her central catheter requiring an ER visit and use of urokinase to clean the line. Pt was also exposed to marked increase in sepsis risk. Product defect was in a y-adapter and was due to defective bonding at the single tube section of the tubing with the luer-lock. Male end of single tubing and it fell apart where it inserts into female portion of luer-lock.